Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa with the starclose device after an interventional procedure. The vessel locator wings collapsed prematurely causing loss of expected resistance. Manual compression was applied to achieve hemostasis. There were no pt effects. No add'l info was available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this is forthcoming. A supplemental report will be submitted with this info.